Event description:
It was reported that the device kept solid toning and was not working during a laparoscopic nissen fundoplication procedure. Opened another device to complete the case. There was no consequence to pt.